Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient needed to turn their ins off because they kept getting very bad urinary tract infections (utis). The patient continued that they had been on several antibiotics and they were going to their internist for urinalysis. The patient also reported that they were in ongoing pain and were taking pain medications since an asked, unknown date. The patient reported prior to the utis they had it set, and they were happy with the therapy. The patient reported the first uti was in (B)(6) 2018, and the other was mid-(B)(6) 2019. On (B)(6) 2019 the patient reported their healthcare provider was unavailable for the next month and a half. No further complications were reported.